Event description:
A medtronic rep reported the instruments were being intermittently tracked throughout a spine case. Several troubleshooting methods were performed and the issue persisted. The surgery finished successfully with the use of the stealthstation s7 system. There was no impact on the pt's outcome reported.

Manufacturer narrative:
The affected device has not been returned to MFR for eval. Software investigation has not been completed as of the date of this report.